Event description:
It was reported, the patient was not able to adjust stimulation. It was noted, the patient programmer displayed a ¿call your doctor¿ icon and power on reset (por) message. The reporter stated their programmer displayed the por after they charged for 5 hours yesterday. The por was confirmed to be an informational por and was cleared. The normal screen was seen after.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).